Manufacturer narrative:
In (B)(6) 2017, the patient was diagnosed with sterile peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced sterile peritonitis manifested by abdominal pain, cloudy dialysis fluid and nausea. The cause of peritonitis was unknown. The patient was hospitalized for the event of peritonitis. On an unspecified date in the same month as the hospitalization, the patient was treated with injection vancomycin (intraperitoneally, 1 gram, every other day) and injection fortaz (intraperitoneally, 1 gram, every day) for sterile peritonitis. At the time of the report, treatment with vancomycin was ongoing. Two days after the hospitalization, the patient was discharged. At the time of this report, the patient was recovering from peritonitis. The action taken with pd therapy was not reported. No additional information is available.